Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss resulting in inflation issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the upn and lot# number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had their inflatable penile prosthesis (ipp) removed as the device did not fully inflate due to fluid loss. A new ipp system was implanted. The new device functioned as expected upon completion of the procedure.